Manufacturer narrative:
H10. The actual device was returned for evaluation. An accuracy test was conducted on the device and found to be within specification. The device passed all other relevant testing. The customer complaint of delivery accuracy is not confirmed; therefore, there is no probable cause for the complaint.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event involved a plum a+ device where cytarabine infused at an inappropriate rate. It was reported that the programming was cancelled, reprogrammed and when the nurse came back to the device, the medication was administered inaccurately over an hour. The programming was reviewed from 2344 and with the subsequent cancellations found there was a gap from 0047-0113 that could not be explained. This was the only device used on the patient. The event occurred on (B)(6) 2020 while infusing. There was patient involvement, no patient harm and no delay of therapy.